Event description:
It is reported that the foot section is "twisted" and user was "not able to raise his legs".

Manufacturer narrative:
It is reported that the foot section is "twisted" and customer is "not able to raise his legs". A bolt on the side of the bed has also came loose. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.